Event description:
The customer reported inadequate fluid removal of 60 ml in a one-hour period and multiple effluent weight alarms. They programmed the prisma machine to take off 90 ml per hour and the machine only removed 30 ml of fluid in a one-hour period. Gambro renal products intensive care (ic) therapy specialist reviewed some troubleshooting procedures with facility's intensive care (ic) nurse and then asked her some pertinent questions regarding the treatment itself. She denied any extra weight on the scales and confirmed that all clamps were open and nothing was kinked. She stated that she had recently changed the effluent bag when the machine alarmed but she never actually got the change bag alarm. Shortly after changing the effluent bag, she started to get multiple effluent weight alarms and that's when she called gambro renal products intensive care (ic) therapy specialist. This latter could not clear the alarm over the phone, so she advised facility's intensive care nurse to return the pt's blood, terminate the treatment, calibrate the scales and then restart the treatment using a new prisma set. She then asked to call back if the problem was not corrected.